Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the implantable neurostimulator (ins) changing settings was clarified to mean the battery voltage when implanted went from 3.16 to 3.11 volts, not that the actual settings changed. According to the hcp no actions/interventions took place to resolve the issue. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that when their ins was implanted the patient programmer settings showed 3.16 but today the settings were showing 3.11. No patient symptoms were reported. No further patient complications have been reported as a result of this event.